Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device caused the handpiece to run without activation as this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.